Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
A 1st used tigerpaw system ii device was misfired. The second tigerpaw system ii device was successfully used to complete procedure. There was no bleeding based on this event. There were no patient negative effects.